Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the 2nd mitraclip (cds 50507u158) became stuck on the anterior leaflet during advancement to the ventricle. The clip was able to grasp the posterior leaflet and was deployed in the desired position. The gripper line was difficult to remove. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and in a patient with a large posterior leaflet flail. The first mitraclip was successfully implanted, reducing the mr to 2-3. The second mitraclip (cds 50507u158) was advanced into the left ventricle, however, the clip became stuck on the anterior leaflet. The clip was inverted, however, would pull on the anterior leaflet and would not retract into the left atrium. Troubleshooting maneuvers were performed. The clip remained on the anterior leaflet. The posterior leaflet was grasped in a desired, optimum position, reducing the mr to 1. The clip was deployed on the leaflets. During clip deployment, the gripper line was difficult to remove. The gripper line was removed, slowly, carefully, and with force for approximately 10-15 minutes. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, it is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, due to the curvature on the device as a result of natural patient anatomy, resulting in the difficulty removing the gripper line during the procedure; however, since the device was not returned for evaluation, this cannot be definitively confirmed. The information provided in the case details stated that the patient has a large posterior leaflet flail. Since the clip became caught in the anterior leaflet, there is no indication that the patient morphology/pathology influenced the entrapment of the device (clip). All available information was investigated and the clip becoming caught on the anterior leaflet appears to be related to user technique/procedural circumstances. However, a definitive cause for the reported difficulty in removing the gripper line in this incident could not be determined. In this case, it is possible that the reported difficulty to remove the gripper line was due to a contribution of forces from usage of the device. The aggregations of forces due to natural patient anatomy and curves on the system may have resulted in the difficulty experienced by the user while removing the gripper line; however, since the device was not returned for evaluation, which would have aided in the investigation, this cannot be definitively confirmed. The investigation concluded that the reported user experience of clip entanglement was related to user technique/procedural circumstances; however, a definitive cause for the reported difficulty removing gripper line could not be determined. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.